Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following the intraocular lens (iol) implant procedure the patient experienced blurred vision, glare, halos at night. The lens had been exchanged in a secondary procedure. The clinical reason for explant was iol complications. The patient¿s issues have been resolved. There was no impact to the patient.